Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - clinical code - e0703 apnea.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient reported inaccurate cgm values the day the sensor was inserted into the arm. The patient reported she took ¿something¿ that had fentanyl and lost consciousness. Prior to losing consciousness, the patient¿s cgm displayed 75 mg/dl. The cgm value continued to decrease until it alerted and displayed low. The patient¿s father is a follower and was alerted the patient¿s cgm value was low. He called the patient and was unable to contact her. He went to the patient¿s residence and found her unresponsive and not breathing. He called emergency medical services who administered glucose and revived the patient (treatment not specified). The cgm and bg values were not provided. The patient was transported to the hospital; in the emergency department the patient¿s bg was over 300 mg/dl. She was treated with insulin which caused her glucose to decrease again. The emergency department treated the patient with a soda until her bg stabilized. Prior to being released, her cgm displayed 60 mg/dl but her bg was 120 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.